Event description:
It was reported that during a micro endoscopic discectomy procedure, the bur broke. It was also reported that there was no delay or adverse consequences as a result of this event. It was further reported that another bur was used to complete the procedure. It was further reported that the bur was used at a speed of (B)(4) for the surgery.

Manufacturer narrative:
The bur subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information was not provided to permit further investigation. The product label for the bur instructs the user to not operate the device above the speed of (B)(4), it was reported that bur was used at a speed of (B)(4). The investigation results indicate that the user may have contributed to this event.